Event description:
The customer reported that they were unable to pace with this device during a training session. There was no pt impact.

Manufacturer narrative:
The customer reported that they were unable to pace with this device during a training session. There was no pt impact. The device was evaluated at philips. Although the symptom could not be reproduced. There were errors in the system log consistent with a pacer failure. Replacement of the power pca resolved the issue.